Event description:
The user facility reported after a patient procedure was completed with the patient still on the table, the table was actuated into trendelenburg function and would not stop. The customer reported the unit had a burning smell. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the manual override board had 2 switch resistors that had shorted out. The two resistors that shorted out were the trend/reverse trend and the raise/lower override switches.a review of the switches revealed dried residue on the outside of the switch housing consistent with possible fluid intrusion. Steris quality has requested the manual override board be returned for further evaluation. A follow-up report will be submitted when additional information is available.

Manufacturer narrative:
Steris quality received the manual override board and confirmed that the trend/reverse trend and raise/lower override switches evidence fluid intrusion which resulted in the resistors to short out. The boot covers that protect these switches were inspected and appear to be intact. The override board was manufactured in 2003 and is the original board that was installed with the table. The column warning label states, "unanticipated table movement hazard-secure patient to table using clinical positioning practices. To remove all power from pump motor, disconnect the power cord and interrupt the circuit breaker (cb-2)." The proper procedure for removing all power from the cmax table was reviewed with the customer. Repairs to the unit were completed including replacement of the over-ride control board, table control board and cables. The unit was tested and has been placed back into operation.